Manufacturer narrative:
The biomedical engineer (bme) reported that the bedside monitor (bsm) would intermittently go to a blue screen and have a line going along the top of the screen while in patient use. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contain no information (ni), as attempts to obtain the information were made, but none were provided. Attempt #1 (B)(6) 2024 emailed the bme for all items under the no information list. No reply was received. Attempt #2 (B)(6) 2024 emailed the bme for all items under the no information list. The bme replied with as much patient information they had, all other information was unknown. Additional device information: d10 concomitant medical device: the following device wsd used in conjunction with the bsm: bsm model #: bsm-1753a, serial #: (B)(6), device manufacturer data: 03/01/2021 (mar. 1, 2021) unique identifier (UDI) #: (B)(4), returned to nihon kohden: not returned.

Event description:
The biomedical engineer (bme) reported that the bedside monitor (bsm) would intermittently go to a blue screen and have a line going along the top of the screen while in patient use. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the bedside monitor (bsm) would intermittently go to a blue screen and have a line going along the top of the screen while in patient use. No patient harm was reported. Investigation summary: nk received the complaint device on 07/25/2024. The unit was evaluated on 08/05/2024 and the complaint was duplicated. The lcd, touch panel, and touch screen packing were replaced to repair the unit. The touch screen was re-calibrated and the unit was initialized. Network function was checked. During testing, the unit operated to manufacturer specifications. Review of the images taken before repairs did not show any visible damage on the device. Possible causes include hardware component failure due to electrical damage from outages or surges, or wear-and-tear which depends on device age and frequency of use. The repaired device was shipped back to the customer on 08/06/2024. Review of the complaint device's serial number shows that the device is 3 years old and does not have other complaints. Review of the customer's complaint history did not show any trends for this issue and device. Nk will continue to monitor and trend similar complaints. Bsm model #: bsm-1753a. Serial #: (B)(6). Device manufacturer data: 03/01/2021 (mar. 1, 2021). Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: not returned.

Event description:
The biomedical engineer (bme) reported that the bedside monitor (bsm) would intermittently go to a blue screen and have a line going along the top of the screen while in patient use. No patient harm was reported.